Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed err121. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed an error icon. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed due to "call tech support" error. The receiver log could not be downloaded and reviewed since receiver was unable to communicate with the communication tool due to "call tech support" error. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.